Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A director of surgical services reported that a piece of silicone fell from the tip of a soft-tipped cannula during vitrectomy surgery. The detached silicone tip was unable to be retrieved from the eye and was subsequently retained inside of the eye. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that the patient condition is stable with no eye issues due to the retention of silicone tip in the eye.